Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) has less than 3 months remaining on the excel spreadsheet. The device was not connecting, and the longevity was actually 7 years. This device remains in service. No adverse patient effects were reported.